Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, while attempting to open in the common bile duct, the basket failed to open fully. The basket was found to be twisted at the distal tip. The device was removed from the patient and the basket was re-sheathed. A second attempt to open the basket was made while inside the patient, but the same issue recurred; the basket failed to open fully. The device was removed and the procedure was completed with another rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the preliminary investigation results; sidecar pushback.

Manufacturer narrative:
A visual examination of the returned device found that the guidewire lumen (sidecar) presented push-back. The basket returned in the closed position. Functionally, the basket was difficult to actuate due to the presence of heavy residue. When extended, the basket wires were found to be crossed as the basket had been inverted. When manually un-twisted, the basket was found to meet specification. The condition of the returned incident device was consistent with the complaint that the basket would not open and the basket wires were twisted. Additionally, the evaluation found that the guidewire lumen (sidecar) presented pushback. During manufacturing, basket devices are 100% inspected for device integrity so the sidecar pushback likely occurred due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, while attempting to open in the common bile duct, the basket failed to open fully. The basket was found to be twisted at the distal tip. The device was removed from the patient and the basket was resheathed. A second attempt to open the basket was made while inside the patient, but the same issue recurred; the basket failed to open fully. The device was removed and the procedure was completed with another rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the preliminary investigation results; sidecar pushback.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).